Event description:
Caller claims pt is experiencing an issue due to his lead. Caller said his lead wire is, "surrounded by tissue and causing an issue with his valve". Caller asked whether the lead should be removed or what happens to it? (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).